Event description:
Additional information was received: it was reported that there was no device issue, or patient/therapy issue. It was stated that an antibiotic was implanted at the site. The issue had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had the stimulator put in on (B)(6) 2019, over their right collar bone area, states the lower part f eels warm. She states the stimulator is not on yet. No further complications were reported or anticipated with this event.